Manufacturer narrative:
A review of the complaint history for sn 14849186 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14849186 was performed from the date of manufacture, 02-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failing intermittently. A field service engineer opened the side panel to examine the remote manager. The latch was removed from its housing, and it was found that the mini switches were oxidized. These switches were cleaned using a bristle brush, and the harness cable connectors were tightened. The customer was able to recover, and the system was tested multiple times with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.